Manufacturer narrative:
Samples were collected using nasopharyngeal collection and no errors were identified in the customer's procedural workflow. The customer was performing testing on all staff and residents of a community homeless shelter. There was no indication that the residents and staff were symptomatic. The product is intended for testing specimens from individuals who are suspected of covid-19 by their healthcare provider. Although no adverse outcomes were reported qiagen is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
Specimens which tested positive on qiareach sars-cov-2 ag test were tested using a pcr method and were negative for sars-cov-2.